Event description:
Event description guidant received information that the pacing impedance on this recently implanted lead had significantly risen and was now out of range. Noise was present on the ventricular channel causing an inappropriate shock to be administered. The lead was investigated invasively. During the procedure a losse setscrew was discovered. This was corrected and the lead and devcie remain in service.